Manufacturer narrative:
It was reported the switch emitted sparks. Visual inspection of the unit revealed that the switch case had been damaged at some point, dislodging and breaking one of the internal springs designed to provide a safety shut-off of the switch. We have modified our switch case assembly since this unit was produced nearly 20 years ago, in 1990, to help eliminate this problem. We determined that this report may have been attributable to misuse on the part of the consumer.

Event description:
It was reported the switch emitted sparks.